Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately two years, ten months, and twenty-five days post a port placement, the patient allegedly experienced pain during an intravenous infusion. It was further reported that there is no information regarding addition intervention nor medications prescribed to treat pain. Furthermore, the catheter was allegedly found to have a crack upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was return for evaluation. Visual, microscopic visual and tactile and functional evaluations were performed. Two partial compound breaks were noted on the proximal end of the attached catheter. The edges of the first break were noted to be uneven and surface was noted to be granular in one region and round and smooth in the other region. The edges of the second break were noted to be uneven and surface was noted to be round and smooth in both the regions. Catheter wear and multiple splits were noted to the proximal end of the attached catheter. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately two years, ten months, and twenty-five days post a port placement, the patient allegedly experienced pain during an intravenous infusion. It was further reported that there is no information regarding addition intervention nor medications prescribed to treat pain. Furthermore, the catheter was allegedly found to have a crack upon removal. Reportedly, the catheter was removed. There was no reported patient injury.